Manufacturer narrative:
Internal thread of the dental implant was damaged during removal of a broken screw fragment from the impression post. Implant was replaced by another implant.

Event description:
Internal thread of the dental implant was damaged during removal of a broken screw fragment from the impression post. Implant was replaced by another implant.